Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a chronic catheter placement, when patient was sitting in a stroller and was lifted, the infusion allegedly got stuck at the stroller. It was further reported that the active leg of the catheter was allegedly ruptured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one hickman d/l catheter extension leg segment was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted on the distal end of the extension leg segment. The remaining segments of the device were not returned. The edges of the complete circumferential break on the distal end of the extension leg segment were noted to be jagged. The surface was noted to be granular throughout. What appeared to be adhesive material, was noted around the edges of the distal portion of the extension leg segment. Therefore, the investigation is confirmed for the reported catheter rupture and leak issue. Also the investigation is confirmed for the identified improper use error issue as the reported issue confirmed the accidental removal of catheter leads to rapture which was against the IFU. The root cause of improper procedure issue was noted to be use error and root cause could not be determined based upon available information for catheter rapture and leak issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a chronic catheter placement, when patient was sitting in a stroller and was lifted, the infusion allegedly got stuck at the stroller. It was further reported that the active leg of the catheter was allegedly ruptured. There was no reported patient injury.